Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an accutni result in the risk stratification range generated by the unicel (r) dxc 600i synchron access clinical system. Patient sample was retested on another unit and lower result was obtained. The erroneous result was not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
System information is unavailable. Service was provided to the customer, however, it was declined. A clear root cause for this event can not be determined.